Manufacturer narrative:
The alleged complaint could not be confirmed. It was indicated that this patient was revised due to aseptic stem loosening, adverse reaction to particulate debris, and a head/socket mismatch. The revised products were not returned for investigation. No radiographs, operative notes, or clinically relevant documentation was provided to confirm the complaint. Review of the device history record for this lot indicates that this product met all acceptance criteria at the time of manufacturing. This patient has a biolox delta ceramic femoral head articulating with a biolox alumina ceramic acetabular liner, which was stated to have been a mismatch. These products are the appropriate sizes, and even though the ceramic bearings are different models of ceramic, these products are indicated for use with each other as stated in the package insert for these products (150803-8). There is no information to assess the alleged tissue reaction due to wear debris. The microport hip systems package insert (150803-8) lists "dislocation, migration and/or subluxation of prosthetic components from improper positioning, trauma, loss of fixation and/or muscle and fibrous tissue laxity" as possible adverse effects of total hip arthroplasty. It also lists, "allergic reactions to materials; metal sensitivity; or reactions to wear debris that may lead to histological reactions, pseudotumor and aseptic lymphocytic vasculitis-associated lesions (alval)." There were no trends identified per mpo trending procedures. No further conclusions can be made regarding this event. This issue will continue to be monitored through complaint tracking.

Event description:
Allegedly, patient was revised due to loosening stem. Head/socket mismatch. Adverse soft tissue reaction to particulate debris. (B)(4). Side:l; primary asa: p2 - mild disease not incapacitating.